Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. A supplemental MDR will be submitted when new information becomes available. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 25mm aortic pericardial valve was explanted after a duration of approximately twelve (12) days due to unknown reason. Another same model 25mm aortic valve was implanted in replacement. No information about device return at this moment.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed, one other complaint for endocarditis was found; however it was late endocarditis caused by patient factors. Thus, it is unrelated to the subject complaint. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The cause of the event cannot be determined.

Event description:
Edwards received information through its implant patient registry that a 25mm 11500aj aortic valve was explanted after a duration of twelve (12) days due to infective endocarditis. Another same model 25mm 11500aj aortic valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported. There was no allegation of device malfunction.